Event description:
It was reported that post operation, the patient experienced pre-syncope. X-rays confirmed that the leadless implantable pulse generator (ipg) had dislodged. The device was removed days after implantation, and no further patient complications have been reported as a result of this event.